Manufacturer narrative:
The returned device was evaluated. During this testing the unit was able to power on but the display was distorted. The lcd was replaced and the unit functioned as designed. A svc history record review reveals that this unit was in the field for over ten (10) years with no previous reported issues prior to this reported event. No pt reported.

Event description:
It was reported that the display is scrambled. No pt incident was reported. Add'l info received on 09/03/2014 indicated that they are not able to see the readings on the device. They did not attempt to engage in monitoring activities.